Event description:
Information received from the field does not address the patient's clinical status but notes that an interrogation showed dashes for the sensor parameters. Attempts to program the sensor to passive were unsuccessful. The pacer is pacing and sensing properly and remains implanted.~~~~~~~